Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the check button on the pump does not work and the up and down buttons sometimes worked . No adverse event reported. No product was requested to be returned.